Event description:
The customer reported the rotator breaks during angiography. Pressure limit was 600 psi. The event occurred twice with the same lot. No harm or injury reported. Customer reported this happened "twice". This is one of two reports; 1721504-2010-00137.

Manufacturer narrative:
Device evaluation: two suspect devices were returned for eval. The devices were examined visually and the complaint was confirmed. The rotator was separated at the bond between the collar and the housing. A review of the device history record did not reveal any exception documents. The complaint database was reviewed and found one similar complaint for this lot number associated with this event. The root cause of the malfunction is attributed to failure of the adhesive bond between the rotator housing and the rotator collar. Corrective actions have been implemented to address this type of failure. Complaint data will be monitored to verify effectiveness of corrective actions taken. Device history record was reviewed, complaint database was reviewed.